Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant is in the future.

Event description:
Healthcare professional reported a rupture of the device. The device remains implanted. This record is for an unknown side.